Event description:
It was reported that during the right ventricular (rv) lead implant procedure, no abnormity noticed during inspection prior to use. After the rv lead reached the ventricle, the lead could not be fixed firmly although physician changed several positions. After repeated operation of the rv lead, the guide wire could not be inserted into the lead. The rv lead was removed and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure no abnormality noticed during inspection prior to use. After the rv lead reached the ventricle, the lead could not be fixed firmly although physician changed several positions. After repeated operation of the rv lead, the stylet could not be inserted into the lead. The rv lead was removed and a different lead was used. No patient complications have been reported as a result of this event.